Event description:
It was reported that an asymptomatic patient presented via a merlin at home transmission, post-paced t-wave oversensing was observed. Reprogramming of the device was performed. Issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.